Event description:
The patient experienced a lack of pain control. The pump was 6 years old, but had no apparent issues. The pump was stopped in 2009. At approximately 15 days later, the hcp brought the patient to the operating room for a catheter revision. Under fluoroscopy, the catheter was found to be fractured in 2 places. At the lumbar incision, there was an anchor with a pin connector; the catheter was fractured after that spot. The intrathecal section of the catheter was not visible, but not appear to be a medtronic catheter. The pump pocket was opened and the catheter was in the pocket. The catheter was replaced. The concentration of morphine delivered by the pump was decreased from 75 to 37.5 mg/ml. The patient was admitted overnight for observation. There was no patient injury associated with the event. The patient outcome was reported as "recovered without sequela.'

Manufacturer narrative:
The catheter was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.